Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge there was no adverse impact to the customer's blood glucose level.